Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered from the patient line during fill 1 of treatment. The cycler was in drain 1 of 4 of treatment and the patient wanted to know how to bypass due to the patient line disconnecting while in fill 1. The patient thought they were empty at the time. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms or warnings prior to or after the leak. The patient cancelled treatment. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient reported the patient line detached from the patient's pd catheter during fill 1 of 4 of treatment, causing a fluid leak to occur. The patient did not provide any additional details. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components, and there were no cycler alarms or warnings prior to or after the leak. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup with supplies and complete peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was noted that there was no defect or damage seen on the set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered from the patient line during fill 1 of treatment. The cycler was in drain 1 of 4 of treatment and the patient wanted to know how to bypass due to the patient line disconnecting while in fill 1. The patient thought they were empty at the time. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms or warnings prior to or after the leak. The patient cancelled treatment. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient reported the patient line detached from the patient's pd catheter during fill 1 of 4 of treatment, causing a fluid leak to occur. The patient did not provide any additional details. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components, and there were no cycler alarms or warnings prior to or after the leak. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup with supplies and complete peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was noted that there was no defect or damage seen on the set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.